Manufacturer narrative:
No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a screw on the spine clamp was stripped. A medtronic representative found this while completing a planned maintenance (pm) at the site. There was no patient involvement.